Manufacturer narrative:
The conclusions are as follows: - the analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the ventricular silicone cap was found damaged where on the back side, several metallic residues were found most probably coming from the screwdriver and/or the setscrew. - the ventricular hexagonal setscrew cavity was found rounded. - regular tightening marks were seen on the atrial and ventricular setscrew tips. - the most likely hypothesis is that too much strength was applied with the screwdriver leading to damages on the silicone caps and the ventricular setscrew generating a difficulty/impossibility to screw the ventricular setscrew. - based on the available information, no issue is suspected on the subject pacemaker. Please refer to the attached analysis report.

Event description:
Reportedly, screw thread problem. Impossible to screw correctly at ventricular channel level.

Event description:
Reportedly, screw thread problem. Impossible to screw correctly at ventricular channel level.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.